Event description:
Twenty-three hours post index stenting procedure, the pt experienced a thrombotic event and expired. A temporary pacemaker was placed in ICU. When the pt was sent back for an angiogram, it was discovered that both stents were totally occluded from thrombus formation. Intra coronary retavaise was delivered. The circumflex artery was wired while CPR was administered and timi I flow was re-gained. There was still a clot formation in the stent and proximal back to the left main. The left anterior descending artery was wired while CPR was administered and timi I flow was re-gained. A clot was still present in the stent.